Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix exceeded specification the number of turns to extend and retract.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, high impedance and oversensing noise were detected. The physician attempted several positions with the same results. A possible lead fracture was suspected. The rv lead was removed and replaced accordingly. It was noted that following replacement, the physician determined that the helix of the rv lead would not extend. No patient complicationshave been reported as a result of this event.